Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical (B)(4) evaluated the device and the device performed to specification. The customer confirmed that the event occurred while using a simulator. Simulated rhythms, which are commonly looped at varying frequencies, do not represent actual patient rhythms which are unique. Simulated ECG waveforms commonly yield poor results when subjected to ECG analysis algorithms. This is not indicative of a device malfunction and does not meet our guidelines for reportability. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device was unable to detect a vfib rhythm from the associated simulator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain an ECG signal.complainant indicated that there was no patient involvement in the reported malfunction.